Event description:
It was reported that the lead had apparently fractured. The patient presented with failure to capture and sense and the bipolar impedance was 2700 ohms. Fluoroscopy showed that the lead had some tight curves. During the replacement procedure, the physician pulled back slightly on the lead and it snapped in half. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Primary analysis finding: all conductors fractured. It was also noted that there was blood/body fluid in/on the proximal conductor. Visual analysis showed evidence of out insulation cosmetic depression and cut.